Manufacturer narrative:
Other relevant device(s) are: (catalog number yrirx1685, serial number (B)(4), use by date 2006-02-25 and upn# (B)(4). Catalog number yrirhx16115, serial number (B)(4), use by date 2006-05-05 and upn# (B)(4)).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. During an intervention for an aneurx bifur stent graft migration, and an additional limb extension was placed in the patient's left common iliac artery to extend the existing limb which had migrated proximally. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Film review: the exact cause of the reported left limb migration could not be determined from the films provided. The anatomy at implant is unknown, earlier post-implant films were not available for comparison, and recent films during intervention for stent graft migration of the bifurcate were also not returned. CT¿s returned from 13 years post-implant revealed that the contra limb and extension were placed down into the distal portion of the left common iliac. The distal limb was positioned just short of the internal bifurcation, and the amount of limb migration could not be confirmed. Contrast was seen outside the distal 15mm length of the contra limb extension which did not appear in radial contact with the left common iliac artery. The left limb distal od measured ~17mm, and the iliac artery diameter measured ~22mm at that same level. Although contrast was seen outside the limb, no clear endoleak was seen within the distal aaa sac coming from this location. It is possible that disease progression, iliac artery dilatation, may have contributed to the contrast seen outside the left limb. If information is provided in the future, a supplemental report will be issued.